Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to cardiogenic and septic shock. The cardiogenic shock was attributed to right heart failure. The patient's death was not considered device or therapy related. The pump was not explanted and will not be returned for evaluation.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
The source of the patient's septic shock was determined to be due to a urinary tract infection.

Manufacturer narrative:
Manufacturer's investigation conclusion a direct correlation between the heartmate (hm) 3 left ventricle assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively determined through this evaluation. The patient's outcome was not considered to be device-related. The device was determined to have operated as intended. The pump was not explanted and will not be returning for evaluation. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of this IFU lists potential adverse events, including right heart failure, infection, sepsis, and death that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. The IFU lists infection as a potential late postimplant complication. The IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The device history records were reviewed for the lvas (serial number: (B)(6)) and were found to pass all manufacturing and quality assurance specifications before being shipped to the customer. No further information was provided. The manufacturer is closing the file on this event.